Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user¿s ilet system operated during a period when the connected g6 sensor became temporarily disconnected near a mealtime. The user did not announce the meal and did not enter a blood glucose value when prompted. The sensor was subsequently reconnected, and glucose levels were elevated up to 267 mg/dl for approximately 2.5 hours before stabilizing. Reported symptoms included hyperglycemia without associated dizziness, loss of consciousness, diabetic ketoacidosis, or other clinical sequelae. There was no medical intervention, no outside assistance, and no ketone testing reported. Glucose levels subsequently stabilized without further complication. An investigation was conducted, including review of device use and user-reported history, with troubleshooting and education provided. Follow-up was completed to confirm stabilization. The investigation revealed user-related operational factors, specifically a missed meal announcement and absence of a manual blood glucose entry during the period of sensor disconnection, which was consistent with expected device behavior when meal information was not provided. Based on previously established findings for similar reports, it was concluded that the cause of the event was user interaction consistent with the instructions for use and not due to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.